Event description:
It has been reported to philips that the wireless footswitch was not working intermittently. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not work. Upon troubleshooting fse checked the system and confirmed that the wireless footswitch works intermittently. Fse re-programmed the wireless footswitch. After re-programming, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.